Event description:
I bought the fascia blaster to lose fat pockets, cellulite and muscle definition as told by (B)(6). However, I ended up with very slack skin that I can now "flap" and gained 10lbs in 3 months. All since starting the blaster. My hormones are also all over the place which were stable before hand. This tool is dangerous and should never be allowed to be sold to the general public. I does not do what it states and causes all sorts of other problems.